Event description:
Patient reported a left side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade IV, via operative report. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 10jun2024.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional later confirmed baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Patient reported a left side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade IV, via operative report. Device has been explanted.

Event description:
Patient reported a left side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade IV, via operative report. Device has been explanted.